Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor memorygel 300cc silicone prosthesis experienced right sided rupture post procedure. The patient noticed that the implant was shrinking, and excess skin elasticity, a physical and ultrasound examination was performed by a physician and deflation was diagnosed. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
On february 19, 2021 additional information received indicated that patient experienced asymmetry issue on the left side. As a result, patient underwent bilateral replacements as follow: left: cat#:3503504bc / sn#:(B)(6) and right: cat#:3503504bc / sn#:(B)(6). This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 28, 2021: during the visual evaluation of the siltex round mod. Plus profile 275 cc, a tear was observed in the posterior view measuring approximately 3.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).